Event description:
Physician calling with issues regarding high impedances >4000 ohms on all or some unipolar pairs. All combos including case with #3 are >4000. Pt just had device replaced today due to depleted battery and physician is wondering if he should be doing anything else while incision is open. Pt programmed to 0, 1 on left side and 5, c on right side. X-ray done and nothing noted on x-ray. Pt is getting good therapy. Decision made to not use #3 for programming since is getting good stimulation without it. Additional info will be requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).